Manufacturer narrative:
(B)(4).

Event description:
Subsequent to filing the medical device report, a user facility medwatch report was received stating: event: at balloon inflation during ptca, while positioned in-stent, the cardiologist thought the balloon ruptured. However, it was then realized the [non-abbott] guide wire had split apart. It was removed and nothing was left in the patient. The procedure continued with another in-stent balloon. There were not complications. What was the original intended procedure? Drug-eluting stent percutaneous coronary intervention to the mid portion of the vein graft with filter wire device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported separation and leak were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: boston scientific 0.035 runway. Guide catheter: boston scientific 6 f4 al1. Indeflator; bost scientific advantage 26. Stent: xience alpine. Angiomax. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the saphenous vein graft (svg) to the obtuse marginal 1 (om1) artery the nc trek balloon dilatation catheter (bdc) was attempted to be inflated, but would not hold pressure/leak; the bdc was removed from the artery on the non-abbott guide wire and outside the anatomy a shaft separation was noted. A non-abbott bdc was used further in the procedure without event. There was no reported clinically significant delay in the procedure. No additional information was provided.